Event description:
It was reported that during a cheilectomy procedure at the user facility the saw was overheating and the speed control ws not working correctly. A back-up tps set was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Additional info will be submitted once the quality investigation is completed, of additional info is received and requires reporting.